Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported there appears to be plastic attached to the needle tip. To aid in the investigation, one sample with the plastic shield in an opened packaging blister and one photo were provided for evaluation by our quality team. A visual inspection was performed, first with a 10xmagnifier lens and after with a 30x microscope. The needle has lubricant which is applied to the needle to make a smooth insertion. No other defects or imperfections were observed. The photo provided shows the sample received connected to a syringe. A device history record review was completed for provided material number 305180, lot number 1095832. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that plastic foreign matter was found on the tip of the bd¿ blunt fill needle. The following information was provided by the initial reporter: "when attempting to draw up a medication, rn found small defect at the tip of the blunt fill needle. Appears to be plastic attached to the needle from the lining of the cap."